Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient remains implanted. This is the final report.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.